Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff and no difficulties were noticed at the time of inflation nor deflation, also it was observed the cuff held the air, the sample was left inflated 2 hours and no leaks were observed in the sample, no failure mode was observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff leakage. The customer indicated that the patient had a replacement of the tube.